Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a spark and a visible flame on the tip of the device, approximately the size of a birthday candle, were observed upon activation of the bovie electrocautery device during a procedure in which forceps were used to grasp a bleeding vessel and the ¿cut¿ function on the bovie pencil was engaged. Blood transfusion was not necessary; there was no medical/surgical intervention or reoperation done to patient to stop the bleeding and the patient was not on any medications (any meds that can affect blood clotting or may contribute to bleeding). A device fire occurred. The fire was extinguished when the surgeon stopped pressing the cut button. There was also an operating room fire.